Event description:
The customer reported needing maintenance. No pt involvement was reported.

Manufacturer narrative:
(B)(4). The customer reported needing maintenance. No pt involvement was reported. The device was evaluated by a philips field service engineer. The symptom was clarified as a failure to discharge. Multiple parts were replaced to resolve the issue. We are considering this a malfunction. We cannot determine the cause since multiple parts were replaced.